Event description:
It was reported to boston scientific corporation on december 16, 2008, that a corflo cubby low profile gastrostomy device was used during a replacement procedure performed in 2008. According to the complainant, within a month of replacement, the device button locking adapter was broken. Procedure completed with same corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant had indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.